Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Bg cause was not known. Event was in the past, no other information was gathered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.